Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort after undergoing a permanent implant procedure on (B)(6) 2017. In addition, the patient remained hospitalized for two days following the procedure due to the inability to urinate. Follow up information identified the discomfort has resolved. The device information is unknown at this time. Concomitant device information is unknown at this time.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00922. Device information has become available in the manufacturer's registration database thus device information is now reported.